Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a g7 cgm, with highest blood glucose of 348 mg/dl and prolonged time above range overnight; the user identified a bent infusion set cannula on the first change and was coached to replace only the infusion set and to seat the cartridge in the pump before attaching the connector, after which insulin delivery resumed. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy, and no ketone testing, with blood glucose later returning to 172 mg/dl. Investigation included customer service troubleshooting and education with photo review of the infusion set showing needle higher than the cannula. Investigation of this case revealed an infusion set issue consistent with a bent or malpositioned cannula and user technique error regarding cartridge and connector assembly, with no pump alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to mixed factors involving possible infusion set occlusion or insertion issue and user handling.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.